Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) and rv coil. The lead was further reported to be oversensing and to have delivered an inappropriate shock to the patient. The lead was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.